Event description:
A surgeon reported that a large amount of air was found in the irrigation line during a procedure. The problem was solved after replacing the product. There was no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).